Manufacturer narrative:
The complaint is not confirmed. No flowrate or pressure discrepancies were observed.

Event description:
It was reported on 10/01/2021 by a facility representative via sems that an ar-6480 outflow is not registering. This was discovered during a case with no patient harm.